Event description:
It was reported that patient was on hemodialysis treatment. The onset of the renal dysfunction was post-operative on (B)(6) 2023. The patient presented with elevated blood urea nitrogen to creatinine ratio (bun/cr) with decreased urine output. The patient was placed on dialysis 3 days per week. It was noted that upon completion of the inpatient rehab, the patient would be discharged.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively established through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.